Event description:
The information provided to sjm indicated the 6f angio-seal vip vascular closure device was deployed in the pt's right common femoral artery without complication on (B)(6) 2013. The pt was discharged, but presented several days later with fever, chills and an infection. The angio-seal was surgically removed. The pt was given antibiotics and was reported to be doing fine postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures, including sterilization. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.